Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold testing. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions). A getinge field service engineer (fse) had evaluated the unit and replaced the part number: drive manifold assembly from which the iabp had passed the drive manifold test. After that the fse had performed a pm, full calibration and tested the unit. The product had passed all the functional/safety testing. The unit was returned to the customer and cleared for the clinical use.